Manufacturer narrative:
Concomitant product: PICC line (vendor, size, lot unknown); therapy date (B)(6). The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a leak from the filter occurred during a tpn infusion. The tpn was discontinued and the tubing was replaced. A new order was initiated to start IV fluids in place of the tpn. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection revealed that there was separation between the tubing and the filter. The tubing was also slightly kinked where the separation occurred. No functional or dimensional testing was feasible since the tubing was separated and broken. The root cause of the leak was a broken filter outlet port. The source of the broken filter outlet port was determined to be a supplier issue of excess bonding solvent being added causing the tubing to become brittle. The slight kink on the tubing indicated that an external force was possibly applied to the tubing leading it to easily break under stress.